Event description:
It was reported the patient received the following results within 15 minutes: 276 mg/dl and 97 mg/dl. It was further reported the patient received the following results within 15 minutes: 359 mg/dl and 177 mg/dl, but the date could not be provided.